Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during ventilation , the device alarms with tf5507. The ventilator was exchanged with another one. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) follow-up 1: complaint investigation. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles ,the respective technical fault 5507 occurred on december 20, 2024, as mentioned by the end customer. Troubleshooting identified the root cause as a defective sensor board. Consequently, the defective sensor board was replaced. After replacement, the device worked as intended.